Manufacturer narrative:
(B)(4) date sent: 1/13/2026 d4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples?yes if yes, were the staples formed properly?unk if yes, was the staple line complete?yes did the device cut?yes if yes, was the cut line complete?yes if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc?unk was the device locked on tissue with the jaws closed?yes if yes, how was the device removed?using the manual override lever. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)?manual override. Did the jaws eventually open?yes

Manufacturer narrative:
(B)(4). Date sent: 1/2/2026. D4: batch #unk. Additional information was requested, and the following was obtained: the procedure was vats. The jaws could not be released even though the clamp release button was used. And then, the knife reverse switch was used, but the jaws similarly could not be released. Based on the condition of the retrieved product involved, it is speculated that the jaws were released using the manual override lever. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, m9cj9m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, it was observed that the knife did not return. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 1/26/2026. D4 batch #347d06. Investigation summary - the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage with no reload present and with a tyvek. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 347d06, and no non-conformances were identified.